Event description:
The customer reported the device "on/off" button does not function properly. No injury or delay was reported.

Manufacturer narrative:
No medwatch received from the user facility. Investigation results: the device was received and evaluated. The customer's complaint of the button on/off failure was verified and the investigation found a potential for self-activation of the shaver handpiece. The problem was related to a supplier issue which has been addressed.